Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had alarms noted in the alarm history due to corrupted history files. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a time and date anomaly, repeated no delivery alarms, after battery change alarms, external ram crc error alarms, and displayable history crc check failed on startup alarms. The customer also reported high blood glucose levels. The customer's blood glucose level was 22 mmol/l, but had gone down to 15.6 mmol/l. The customer performed the high pressure test and it passed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was informed that the products would be replaced, and to return the products back for analysis.